Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with nausea and vomiting. The reported blood glucose reading was 345 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.